Event description:
It was reported that a device fracture occurred. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the rotapro burr broke off the drive shaft. The burr was retrieved utilizing the removal of the rotawire. The procedure was completed with this device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, handshake connections, housing, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the coil had been stretched at the point of detachment, confirming the reported event.

Event description:
It was reported that a device fracture occurred. A 1.75mm rotapro was selected for use. During the procedure, it was noted that the rotapro burr broke off the drive shaft. The burr was retrieved utilizing the removal of the rotawire. The procedure was completed with this device. There were no patient complications reported.